Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device remains implanted. Customer reported that macular edema due to epiretinal membrane which had been observed since before surgery was confirmed after the surgery. In addition, customer reported that the shunt touched to the iris after the surgery. No causal relationship between the adverse event and the device. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported macular edema following a glaucoma filtration device procedure. Epiretinal membrane was observed prior to the surgery and the surgeon feels that the edema is a result of this. The surgeon reported that the device touched to the iris after the surgery. A vitrectomy was performed. The device remains implanted.

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that laser suture lysis was performed.